Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 676 mg/dl with an unspecified ketone level that was not considered dangerous/life threatening by a health care provider on (B)(6) 2025. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2025, with the issue resolved and no permanent damage.